Manufacturer narrative:
Actual device involved with this report was discarded by user facility adn not returned for testing. The following were reviewed as part of this investigation: patient risk, frequency analysis, labeling review. The patient had begun using his fistula and therefore the catheter was removed ahead of schedule. There was no patient injury reported with this event.

Event description:
Patient's cap had fallen off catheter hub after showering at home.